Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was alarming insulin flow blocked. Her blood glucose was 542 mg/dl. During insulin flow blocked alarm during fill tubing troubleshooting, she said that the insulin did not exit. The customer had another infusion set to test. After assembling a new infusion set with their current reservoir, they tried manually pushing the plunger to see if insulin exited the tubing and it did not. She tried a new reservoir for testing. After making sure the connection was secure, the customer was advised to manually push the plunger to verify that insulin exited. She was also advised to rewind the pump, place the reservoir in the pump and to run a load reservoir/fill tubing. During troubleshooting, the pump did not alarm. She was advised that the issue was resolved by a reservoir change. She said that she had not treated for her high blood glucose yet but planned on treating with a shot first and then would continue with troubleshooting. The pump will be returning for analysis.